Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, no complications were reported during surgery and the patient was released the following day. During the most recent follow up medical appointment on (B)(6) 2012, no erosion or other complications were noted. The physician reported a small amount of granulated tissue which was treated with silver nitrate. The patient has not been seen since and her current condition is unknown. All other information is unknown and unavailable.